Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the trunk cable connector was damaged. There were no cut wires. The cause for the damage connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt rec'd a replacement electrode belt.

Event description:
During servicing of electrode belt sn (B)(4) for an unrelated complaint, a reportable problem was discovered. The belt was found to have a broken trunk cable connector. The patient was issued a replacement electrode belt.